Manufacturer narrative:
This report is filed march 15, 2016.

Event description:
Per the clinic, the electrode array was found to be extra cochlea subsequent to another physician cleaning the patient's ear. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.